Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to reprocessing not being able to be conducted properly since there was leakage from the scope cover packing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In addition to the foreign material, visual examination of the device found the following issues: the ceiling plate was deformed; the air/water cylinder was discolored; the suction cylinder was discolored; the forceps channel port was scratched; the image guide protector was scratched; the connector cover was chipped; the air/water nozzle was dented; the bending section cover adhesive was detached; the label on the light guide connector was peeling; and the protector of the video cable section was damaged. Functional testing of the device showed the device was not water tight because the switch button cover packing was worn. In addition, the bending angle in the down direction did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the gastrointestinal videoscope to olympus with no information. There was no reported patient harm or impact due to this event. During evaluation, foreign material was found in the air/water tube and in the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.